Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, that the c-arm of the device experienced a jerking motion during leftward movements. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. During the investigation, the tomography pot and vta boards were both replaced, however the fse observed the shaking issue still persisted during vta motion calibration. The fse observed that all of the screws in vta rotational worm gear were loose. The fse tightened the vta rotational worm gear screws, which removed the shaking issue. The fse performed system calibrations and verified that the system passed all calibration tests. No further information is currently available.